Event description:
It was reported by the customer that a pyxis medstation es system failed hardware event prevented nurses from removing the instant glucose when a patient was experiencing hypoglycemia. Customer stated that staff members were forced to find alternative means to bring the patient's glucose levels back into range, but it was unsuccessful, so the patient required to be transferred to emergency department. The customer was unaware about patient's outcome attributed to the event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device experienced failed hardware during nurses were pulling glucose. A field service engineer recovered storage space on drawer 3. Checked back drawer 4 and hydrocortisone boxes for any obstructions. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed hardware event prevented nurses from removing the instant glucose when a patient was experiencing hypoglycemia. Customer stated that staff members were forced to find alternative means to bring the patient's glucose levels back into range, but it was unsuccessful, so the patient required to be transferred to emergency department. The customer was unaware about patient's outcome attributed to the event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that failed storage space on drawer 3. A field service engineer worked with customer to recover the storage space and suspected that hydrocortisone boxes on drawer 4 could have possibly caused an obstruction. The system was functional as intended.